Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was broken and contaminated, the lower case, battery release, one bail cover, the ring cover, the lead flex cover, the board conn cable (flex), the battery drawer and the main printed circuit board were contaminated, the liquid crystal display was broken, one bail cover and one bail were missing and the keyboard was scratched. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.